Manufacturer narrative:
Opening act: new multidisciplinary approaches yield thinner, stronger, better stents. Doi: 10.1109/mpul.2018.2870699. If information is provided in the future, a supplemental report will be issued.

Event description:
A clincical trial tested the 2-mm resolute onyx drug eluting stents in patients whose occlusions required ultrathin stents, and it showed that a very low number of stent-related complications at one year: target lesion revascularization was 2%, and target vessel myocardial infarction was 3%. No episodes of stent thrombosis occurred.